Event description:
A positive advia centaur troponin ultra pt result was released to the physician and the pt was admitted to the hospital. The same pt had a second draw and the troponin ultra result was negative. The initial positive result was questioned by the physician and upon repeat, the troponin ultra result was negative. The pt was admitted for observation. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant troponin result may be sample related. The customer inspected the initial sample tube and found fibrin present. The advia centaur troponin ultra instructions for use contains the following info in the specimen collection and handling section: before placing samples on the system ensure that: samples are free of fibrin or other particulate matter. Samples are free of bubbles. No further eval of the device is required.